Manufacturer narrative:
The customer's complaint of a syringe adaptor infusion set separated was confirmed. A picture provided by the customer shows that the syringe set adapter was completely separated from the vented spike outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the syringe adaptor infusion set separated and leaked insulin into the pump during an infusion to a patient. The pump kept alarming for "air in line" when they noticed a crack to the blue part of the syringe tubing. There was no patient harm.